Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6945-65 implantable tachy lead, (B)(6) 2001; 5076-45, (B)(6) 2005; 4196-78 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 90% of expected longevity was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that there was possible unexpected battery longevity. It was noted that the patient received " quite a bit of therapy over the lifetime of the device which is likely a factor in the decreased longevity." The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.